Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The user reported that the meter does not turn on. Observed the meter not turning on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was performed. A review of the case history was performed. Burn marks were observed. Burn marks were observed on the u13 component and on the printed circuit board assembly (pcba) traces leading into and out of the component. The data in the initial scan was reviewed. No issues were observed. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured and the result was not within the specification range. A known good battery was used for the remainder of testing. The reader was able to be powered on using the button and strip insertion. The reader displayed connected to pc message and no message was displayed when the reader powered on using the charging cable. The reader was monitored under a thermal camera during operation, and a hot spot was observed on the u13 component after powering on. Damage to the pcba traces going into and out of component was observed, and the solder pads for u13 component were burned and damaged. Attempted to remove the returned component and replace with a known good but was unable to due to the significant damage to the solder pad. A reader self-test was performed but failed. It was determined this issue is caused by the customer using a non-abbott provided usb adapter. Hot spots and burn marks on the returned reader were observed. This issue was caused by the customer using a non abbott provided usb adapter. Therefore, this issue is not confirmed to use. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.